Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328509, batch no. (B)(4). It was reported that needle hub separated.